Manufacturer narrative:
(B)(4). Date of initial report : 12/16/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The instrument jaws were removed by resecting the tissue directly adjacent to the jaws. The case was completed using sutures. There was no patient injury.